Event description:
It was reported that the left monitor was not working. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and the customer will replace the left monitor. The system operates as intended.